Event description:
It was reported to philips that the customer was unable to perform fluoroscopy with the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system on-site and confirmed that reported malfunction. After reviewing the log file, fse found the reported malfunction. Upon troubleshooting, fse found that the generator is currently busy initiating the startup process. To resolve the problem, fse replaced the power inverter and return the parts for further analysis, but no failure found. After the replaced of power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.